Event description:
Boston scientific received information that the patient for this pulse generator and transvenous right ventricular (rv) lead had been in for a routine device follow up when noise and possible right ventricular loss of capture were observed. The patient reported no symptoms. Some noise was able to be reproduced on the lead. It was suspected that there could be a setscrew issue or a lead dislodgement.

Manufacturer narrative:
Device outputs were programmed to provide a 2x's safety margin and the following physician planned to monitor the situation for now. As new information would become available, this report will be further evaluated and updated.